Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was getting a motor error alarm on the insulin pump. Customer stated that he has two insulin pumps and one broke two months ago because he was in a bicycle wreck. Customer stated that his old pump is the one with the motor error alarm. Customer's blood glucose was 320 mg/dl at the time of the incident. Customer stated that the drive support cap appears normal. Customer had 4 motor error alarms in the alarm history. Customer stated that he tried doing an infusion set change and received a motor error alarm. During the motor error alarm troubleshooting, customer received a no delivery alarm. Troubleshooting was performed and customer was advised that the pump was working as designed. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.